Manufacturer narrative:
Device evaluation: the probe was cleaned and the umbilical and pilot light imaged by connecting the probe to the test system to observe the pilot light. Approximately 90mm from the distal end of the probe umbilical red light could be seen emanating from within the probe umbilical. The presence of red light within the umbilical indicates a break in the laser fiber. The distal end of the probe was imaged with the pilot light connected and it was observed that when compared to a sidefire probe connected to the same system without a pilot light the amount of red light that exits the distal tip of the probe is reduced. Following imaging of the intact probe the probe umbilical was dissected. The result of the dissection confirmed a broken laser fiber and indicated that the break was contained within the clear protection tubing and that there was a viscous substance present on the laser fiber.

Event description:
It was reported that during an ablation procedure, the red light at the tip was faint, and there was visible light exiting through the umbilical close to the depth stop. This was noted after removal from the package, the laser fiber was plugged in. There were no patient complications reported in relation to this event.